Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown locking screws. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn because the complaint product was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient requested the material composition of implants used in her spinal fusion procedure in order to determine if she was allergic to any of the device components. The patient was implanted with an unknown transitional anterior tension band (atb) plate construct and unknown quantity of unknown locking screws on (B)(6) 2012. Reportedly the patient is possibly experiencing an allergic reaction. The patient stated she is experiencing systemic symptoms such as: pain, low blood sugar count, low platelet count, palpitation, facial numbness, joint and bone pain. The implanting surgeon does not have any plans at this time to revise the patient. The patient will need to see an allergist as recommended by her surgeon. This report is for an unknown quantity of unknown locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.